Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a motion sensor test failure. Caller stated that the device was exposed to high magnetic fields. Blood glucose level at the time of the incident was 159 mg/dl. During troubleshooting, the insulin pump was stuck in the rewind loop. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify alarm and operating currents due to motor error alarms. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.